Event description:
A hospital pharmacist reported blocking (obstructions) of the "flare" part of phacoemulsification tip from a custom pak and corneal edema during surgery. The affected eye was the right eye. The surgeon had to change the tip to complete the surgery. No medical or surgical intervention was required to treat the pt. Add'l info has been requested, but not received to date.

Manufacturer narrative:
Eval summary: no phaco tip was returned for occlusion and corneal oedema. No lot number was identified with this complaint therefore, a lot history review could not be conducted. The root cause for customer complaint issue cannot be determined. Add'l info has been requested, but not received to date. (B)(4).